Event description:
It was reported that patient never had therapeutic effect .it was noted that the trial worked. The stated he was still going a lot, every 30-45 minutes at night, doesn't appear he was able to empty well. The patient¿s event or symptoms occurred following implant. The patient reported not being able to adjust stimulation. It was noted that since representative programmed patient, he was not able to switch program. It was noted that patient technical service was able to help patient switch from program 4 at 4.0, to program 2 at 4.20 where patient was feeling stimulation in the rectum. The patient also reported getting high stimulation sensation in the rectum when he has a bowel movement. The patient had difficulty following instructions with patient programmer (pp) use. The fact that he said he couldn't switch program was likely user knowledge with pp use. Additional information received a day later indicated that patient was getting 50% or greater symptom reduction. The cause of the event was not determined. It was noted that the no reprogramming was needed. There was no troubleshooting performed. The patient had experienced loss of therapeutic effect and loss of stimulation. The patient needed to increase power. The patient outcome was reported as recovered without permanent impairment. Additional information received about 2 weeks later indicated that patient still had concerns with their device or therapy but was working with their health care provider or manufacturer representative. The patient¿s appointment was scheduled for (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0hhdh, implanted: (B)(6) 2014, product type lead. (B)(4).